Manufacturer narrative:
Concomitant medical products: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that during a trial procedure the patient coded on the table when the leads were being placed. The patient was taken to the hospital, however, the patient passed away. The reason for coding is unknown, however, it is suspected that deep vein thrombosis in her calf became a pulmonary embolism that went to the heart, causing death. The physician assessed that the event was not procedure or device related.